Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s), and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new, or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during an stent placement procedure, the stent device allegedly had entrapment issues. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown investigation summary: the sample was not available, and images were not provided. Poor information was provided about the event. The alleged issue could not be re produced which led to an inconclusive evaluation result. In this case very limited information was provided such that information about indication/ placement site, patient condition, accessories used, and procedural details were not provided. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risks and the correct use of the device. The IFU state that the venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. Regarding deployment the IFU state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' In regards to pta the IFU state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'patients who are judged to have a lesion that prevents complete inflation of a balloon dilatation catheter or proper placement of the stent or the stent delivery system.'in regards to materials required the IFU state a 0.035" guidewire and the appropriately sized introducer sheath depending on the stent size. Holding and handling of the system for successful deployment including preparation and unpacking were found sufficiently described. H10: g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the balloon got entrapped with the stent upon post dilation. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the balloon got entrapped with the stent upon post dilation. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 12/2021), g3. H11: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.